Manufacturer narrative:
P-cap locked properly during testing. Pump powered up properly upon battery installation. Unit successfully passed self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test, displacement test, active current measurement test and sleep current measurement test. Unit was successfully downloaded to thump. Verified consecutive pump error 63 alarms (line number 147 file number 2017) in the adapt tool fault main error log on 07/18/2024 08:45:14.000 . Per software engineer log it was determined that pump error 63 was caused by twi interface on main/motor processor. Isolate to electronic assembly. No moisture damage found to the pcb1 board and pcb2 board during visual inspection. The following were noted during visual inspection: pillowing keypad overlay, stained keypad overlay, missing display window/cove, battery tube threads - cracked, cracked case (battery tube), cracked case-corner of belt clip rails, cracked keypad overlay at select button. Pump error 63 alarms confirmed in pump download history. Isolate to electronic assembly. Cosmetic damage confirmed when cracked case on battery tube was observed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced pump error 63(no motor movement or negligible movement. Retries to free a stuck motor failed), damage (physical or cosmetic). The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. The customer was able to clear the error and was able to complete rewind. Error table did not indicate that pump should be replaced and pump passed selftest. No harm requiring medical intervention was reported. Mmt-1884 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.